Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d10, g3, h2, h6, h11. Correction; h6 impact code in addition, the following reportable malfunctions were identified during the device evaluation: distal end has corrosion, suction cylinder has corrosion, air/water cylinder has corrosion, and scope connector has corrosion. A root cause of the reported failure of image noise could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to dirt on electrical contact of endoscope connector, the image is disturbed when connector is pushed. Three attempts were performed to obtain additional information, but no response was received from the customer. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the issue occurred during set/inspection for use.

Event description:
It was reported the colonovideoscope had image noise. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A root cause could not be identified. Based on the results of the investigation and previous investigations through the product technical investigation (pti) process, reasonably known information suggests probable causes such as damage or deterioration of parts, environment problem like as dust/dirt/humidity/ambient light, optical problem, interoperability problem, overheating problem, and electrical problems like as signal loss or open circuit. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.